Manufacturer narrative:
Investigation results will be provided in final report.

Event description:
It was reported the patient experienced high impedance. As a result the patient underwent surgical intervention during which the leads were explanted and replaced. Surgical intervention addressed the issue.

Event description:
Reference MFR. Report #1627487-2019-05016.